Event description:
The tibial tray did not engage into a base, morse taper was defective.

Manufacturer narrative:
The reported event could not be confirmed because the device was not returned for evaluation and no additional evidence was provided. More detailed information regarding the complaint event and the affected device is required to determine the root cause of the event. A review of the device history records for the reported lot did not identify any abnormalities, and no corrective actions are required at this time. A review of the device labeling did not reveal any abnormalities. No evidence of material, manufacturing, or design-related issues was identified during the investigation. If the device is returned or if additional information becomes available, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
The tibial tray did not engage into a base, morse taper was defective.